Event description:
It was reported that the tip of the cutting loops broke off inside the pt during a procedure. Allegedly, this is the second time this has occurred. The customer is trying to locate the broken tip. The customer used an alternate item from a different box. The procedure was not complete at the time of reporting.

Manufacturer narrative:
Add'l info will be provided once investigation is completed.